Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated the subject device and found as follows: the grasping section was detached. The pin at the pivot of the grasping section was broken off. The tissue pad was severely worn. The manufacturing history was reviewed and found no irregularities. These types of the events are most likely related to the operator's technique. Based on the past similar cases, it was known that the grasping section was fully opened, besides the grasping section was broken off when the grasping section was subjected to a more load to be opened. Based on the past similar cases, it was known that the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows: do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface. Do not grasp any hard tissues or instruments like forceps. In addition, do not attempt to resect tissues when the grasping section does not open smoothly. These actions may cause excessive force to the insertion section and damage to the handle. If the grasping section cannot be opened/closed, stop using the instrument immediately and carefully withdraw it from the patient.

Event description:
During a surgical pelvis abscess radical operation, the subject device was used. The distal end of the subject device was broken. There is a possibility that the broken fragment was fallen into the patient and remained inside the patient. The doctor could not find the broken fragment. The intended procedure was completed with another device. This is the report regarding the breakage of the distal end and the severely worn tissue pad.